Manufacturer narrative:
Submit date: 8/24/17 .an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the threads are fraying.

Manufacturer narrative:
A device history record review could not be completed because the customer did not provide the lot number. There were no samples or photographs provided for evaluation. Based on the limited information provided for an investigation and analysis, the potential root cause was identified as during the slitting of the gauze roll the gauze was crushed which generates some tiny fraying on the cutting edge of the slitting roll. A formal corrective and preventative action had been opened to solve this problem. The corrective actions taken by the suppliers are to improve the cutting and folding method. If information is provided in the future, a supplemental report will be issued.